Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. The customer experienced an elevated blood glucose level (540-541 mg/dl). The customer delivered a correction bolus to treat the bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.